Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified right anterior tibial artery. After a 14cm guide wire passed through the lesion, a 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. After dilatation, the device was removed once and another inflation was attempted. However, when the device was inserted again, the wire failed to advance several centimeters from the tip of the catheter. It was also noticed that there was reverse blood flow inside the indeflator during the first inflation and possibility of balloon rupture was noted. The device was completely removed and the procedure was completed with another coyote mr balloon catheter. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified right anterior tibial artery. After a 14cm guide wire passed through the lesion, a 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. After dilatation, the device was removed once and another inflation was attempted. However, when the device was inserted again, the wire failed to advance several centimeters from the tip of the catheter. It was also noticed that there was reverse blood flow inside the indeflator during the first inflation and possibility of balloon rupture was noted. The device was completely removed and the procedure was completed with another coyote mr balloon catheter. No patient complications were reported. Returned product consisted of coyote balloon catheter from with no other devices. The balloon, shaft and tip were examined. Microscopic examination presented no damage or irregularities in the balloon. The device was inflated to the rated burst pressure for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. A test .014" guide wire was used for functional testing as the guide wire used in the clinical procedure was not returned for analysis. The inner diameter (ID) of the catheter was measured with a calibrated pin gage set, the ID of the catheter was measured. There was no evidence of any material or manufacturing deficiencies contributing to the guide wire interaction.

Manufacturer narrative:
Model number corrected from 24706 to 24699. Lot number corrected from 0021336459 to 0021400833. Catalog number corrected from 24706 to 24699. Expiration date corrected from 11/02/2020 to 11/16/2020. Device manufacture date from 11/03/2017 to 11/17/2017.